Event description:
I was getting a biopsy of my lymph node on the right side of my neck and the doctor told me that the needle broke off in my neck. I drove myself to the (B)(6) emergency room where the needle was subsequently removed. The doctor said that the biopsy tool was defective and that it was not his fault. It was a carefusion temno biopsy device. Needles are not supposed to break off when a patient gets a biopsy- they migrate, and I could have died. The needle was surgically removed after the doctor dissected my muscle to get to the needle. It was a very scary, painful experience. The doctor said he was going to send the biopsy device back to the MFR to confirm that it was defective. I found an event on the FDA maude adverse report that was dated (B)(6) 2014, but it said the patient was taken by emergency to (B)(6). I don¿t know if that was a different patient. The physician¿s name was dr (B)(6) and this happened in (B)(6). I don¿t know if that was an error and don¿t want to submit a duplicate report, but they wouldn¿t tell me what state that happened in. Carefusion is aware of my incident. They were notified in 2014. Please let me know if this is a duplicate report or not.